Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The device was received in backup operation due to a power on reset (por), consistent with the time of the surgical procedure when both ablation tools and external defibrillation were used. Due to the attempted download procedure, the cause of the por is unknown but device exposure to either ablation or external defibrillation would cause por. After clearing the reset condittion, the device's functionality was tested; no device hardware anomalies were detected.

Event description:
It was reported that during a vt ablation, the ICD went into backup vvi mode. The device was explanted.